Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery to the vessel below the knee. A 4.0mm x 15mm wolverine peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient adverse event reported, and the patient condition was good post-procedure.